Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display due to a vertical cracked lcd controller. Also, the pump was received with a cracked and bleeding lcd glass, minor scratches on the lcd window, cracked battery tube threads, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was unknown at the time of the call. The customer stated the insulin pump alarmed after the device fell on the floor. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.